Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -8.0/+2.0/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to low vault. The cause of the event is reported as unknown.

Manufacturer narrative:
H3: dimensional inspection found the lens within specifications. Should have been included in previous supplemental. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens optic deformed, the haptic torn, broken,bent and deformed. Corrected data: b5 - it was reported the problem was resolved. Should have been included. Claim#: (B)(4).